Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and their associated effects.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. The patient was on a business trip and experienced a diabetic low, causing the patient to become unconscious, falling down in the process, and resulting in a fracture to his skull. Patient stated that during the event, they were unconscious for approximately 8 hours and regained consciousness on their own. The patient was transported by ambulance to the hospital. Patient sustained an injury to his right ear and right foot. The injury to the patient's skull lead to memory loss. The patient was seen by a physician and received emergency treatment for the injuries sustained. The hospital held the patient for observation from (B)(6) 2016. Patient was temporarily issued epilepsy medication. Patient was not wearing the continuous glucose monitor (cgm) at the time of the event, as they had not yet received the system. At the time of contact, the patient was in stable condition with memory loss. No additional event or patient information was provided.